Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h847197602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative indicated that the pump and catheter were replaced on (B)(6) 2018. The patients weight was provided. It was reported that the pump would be returned for analysis. There were no volume discrepancies with the old pump at the time of the replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump was loose and possibly flipping. The doctor wanted both the pump and catheter replaced. The surgery was scheduled for (B)(6) 2018. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown if there were any diagnostics or troubleshooting steps performed. The issue was not considered resolved. The patient's status was alive - no injury. No further complications were reported.